Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2017. Upon receipt, the +ve terminal pogo pin could only spring back partially into position, indicating the pin had failed. Although the low battery fail was not replicated during the investigation, measurements taken during the investigation confirmed the failure of the pogo pin. The failed pogo pin had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations in the device memory and the subsequent low battery fail on the (B)(6) 2020. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led. The faults could not be replicated with a new +ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
The device was alleged to have a low battery and the customer complained of battery drain. There was no patient involved in this event.